Event description:
(B)(4) received reporting ae/pt. Death where disconnection/leakage occurred reportedly involving use of arrow ask-05801-upm introducer line device and one 46111-18 monitoring kit w/03 ml squeeze flush device, 4" pt tubing and 4-way stopcock. The ufmw reports the (B)(6) event as follows "patient assessed due to monitor alarming 5:55p. Large amount of blood noted from femoral introducer due to stopcock/blue pressure cap disconnect. Patient went into pea arrest and CPR started. Return of spontaneous circulation following acls. Blood products required. Patient had a second arrest and could not be resuscitated. Ceased to breath at 10:13 p". The involved set-up 46111-18 and arrow introducer line have been sent to ecri pa laboratory for testing/ analysis.